Event description:
The customer contact reported disconnection of the male luer of the plum set from the clave extension set. When inserting the male luer of the plum set into the clave port, the nurse noted pressure pushing back on the male luer, making it difficult to connect the two together. The nurse was able to connect the male luer and clave port and secure the option-lok "unscrewed" by itself and disconnected from the clave port. Though requested, no additional information was provided.